Event description:
Customer reportedly obtained results of 36mg/dl and 139mg/dl within 1 minute on the same device. Caller also states that the device has provided results when no blood has been applied to the strip. No action taken on any results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.